Event description:
During insertion of subclavian central line placement, physician thought line was placed, however barely pulsatile. Md attempted to thread wire after positioning but wire would not thread past hub and kinked so attempted to withdraw. While removing finder apparatus it was noted that the needle was not attached to hub. Held compress and notified general surgery and cardiology. Pt too unstable to attempt removal at bedside. Hematoma noted by "ctslr". Pt booked for surgery to remove needle.